Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "I wanted to let you know we are still having issues with the 4fr provena kinking, even when the evl is 1-2cm. The team is also complaining that it takes a lot of time and finesse to get it to drop into the svc. They are incorporating all of your suggestions into practice with continued issues."